Manufacturer narrative:
A specific root cause was not identified. Based on the available data, a sample pipetting issue could be a possible root cause as the alarm trace contained a couple "sample short" alarms. Other possible root causes include foam or bubbles on the sample surface, tilted tubes initial combination with wet tube walls, fibrin clot or strands caused by insufficient pre-analytical handling, or insufficient maintenance. Qc results showed no indication of a reagent issue.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a low discrepant result for 1 patient sample tested for elecsys troponin t hs (high sensitive) assay (troponin t hs) on a cobas 6000 e 601 module. The patient had an initial troponin t hs result of 90 ng/l (sample a). A second sample (sample b) was drawn later in the afternoon and a troponin t hs result of 10125 ng/l was obtained (unknown dilution factor). Sample a was repeated 3 more times with troponin t hs results of 8892 ng/l (x5 dilution), 9018 ng/l (x10 dilution), and 10916 (x100 dilution). Sample a was repeated undiluted on (B)(6) 2017 and a troponin t hs result of 9949 ng/l was obtained. Sample a was run diluted (unknown factor) again on (B)(6) 2017 and a troponin t hs result of 13152 ng/l was obtained. The initial troponin t hs result, sample a, was reported outside of the laboratory. A corrected report was issued with the troponin t hs result from sample b. There was no allegation of an adverse event. The troponin t hs reagent lot was 245194 with an expiration date that was requested but not provided. The investigation is currently ongoing.